Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #14 it was verified its non- osseointegration. The patient presented insufficient bone quality/quantity (bone type iii) and immediate load was not performed.